Event description:
A customer reported to baxter a connection issue with the titianium adapter found during use. When the customer changed the transfer set, it was noticed that the patient connector of the transfer set was not well connected with the titanium adaptor. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported connection issue was not confirmed and cause was undetermined.